Manufacturer narrative:
A field service technician evaluated the device and found that a broken spring arm. He replaced the spring arm with a new one and returned the device to service. The investigation is ongoing and the result will be included in a follow up report.

Event description:
The customer reported that the spring arm broke off and the cupola fell off, during the preparation before a surgery. There were no injuries reported. (B)(4).

Manufacturer narrative:
Maquet evaluated the device and found that the spring arm was broken beside the area of welding seam, the investigation were conducted at supplier's. Maquet assumes that the device failed to meet its specification due to an improper use, probably an excessive mechanical force during use. Additionally, the device was directly involved with the reported incident and was being used for treatment on the patient when the event occurred.

Event description:
Factory reference number: (B)(4).